Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: pending. This spontaneous case, reported by a consumer, who contact the company to report adverse event and product complaint, concerns a male patient of unknown age and ethnicity. The patient was diagnosed with type 1 diabetes mellitus (dmt1) in (B)(6) 2015. There was no information regarding concomitant medications. The patient has been using humapen savvio since (B)(6) 2015. In (B)(6) 2018, the patient purchased a new reusable humapen savvio (lot number unknown); however, it was not working properly, and in (B)(6) 2018 the patient was hospitalized due to ketoacidosis. The pen was apparently working; however, it was found that the insulin was not being released which could have led to the patient hospitalization. Reporter did not provide information regarding laboratorial exams, corrective treatment, event outcome and patient discharge date. Device operator did not use to calibrate the pen. Operator did not reuse the needles. It was unknown who operated the device. This device model was being used since (B)(6) 2015. The reported device started being used someday between (B)(6)-(B)(6) 2018. The device was not "fowarded" to company; it was unknown if the pen was being used by the time of initial report. The reporting consumer believed that the device issue could have led to patient hospitalization. Edit 23jan2019: updated medwatch and european and (B)(6) fields for expedited device reporting. No new information added. Update 24jan2019: upon internal review, concomitant device was added.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 19feb2019 in the b.5. Field. No further follow-up is planned. Evaluation summary: the mother of a male patient reported that his humapen savvio device was not releasing insulin. The patient experienced ketoacidosis. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen savvio devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. The device operator did not prime the device prior to use. The core user manual states to prime the device before every injection. The core user manual also states, "there may be a gap between the screw and the cartridge plunger. Repeating the priming steps will move the screw out to touch the cartridge plunger. Once the end of the screw pushes the cartridge plunger out, insulin will flow from the needle." There is evidence of improper use. The user did not prime the device before use. This may be relevant to the event of ketoacidosis.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This device case, reported by a consumer, who contact the company to report adverse event and product complaint, concerns a male patient of unknown age and ethnicity. The patient was diagnosed with type 1 diabetes mellitus (dmt1) in (B)(6) 2015. There was no information regarding concomitant medications. The patient has been using an unspecified medication via humapen savvio since (B)(6) , 2015. In (B)(6) 2018, the patient purchased a new reusable humapen savvio (gray) device (lot number unknown), however it was not working properly (found that the insulin was not being released) and in (B)(6) 2018 the patient was hospitalized due to ketoacidosis (product complaint (B)(4), lot number unknown). It was found that the insulin was not being released which could have led to the patient hospitalization. Reporter did not provide information regarding laboratorial exams, corrective treatment, event outcome and patient discharge date. Device operator did not use to calibrate the pen. Operator did not reuse the needles. It was unknown who operated the device. This device model was being used since nov2015. The suspect humapen savvio (gray) device started being used someday between jun2018-sep2018 (consumer reported conflicting information of 6 months). It was unknown if the pen was being used by the time of initial report. The suspect humapen savvio device associated with product complaint (B)(4) was not returned to the manufacturer. The reporting consumer believed that the device issue could have led to patient hospitalization. Edit 23jan2019: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 24jan2019: upon internal review, concomitant device was added. Edit 14feb2019: upon internal review, a narrative phrase was corrected to reflect correct meaning: it was changed from "the pen was apparently working, however it was found that the insulin was not being released" to "the pen was not working, as it was found that the insulin was not being released". Update 19feb2019: additional information received on 18feb2019 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information, the european and canadian (EU/ca) device information, and improper use and storage from no to yes for the suspect humapen savvio (gray) device associated with product complaint (B)(4), which was not returned to the manufacturer. Corresponding fields and narrative updated accordingly.